Manufacturer narrative:
Balt USA reference: # (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230800327 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "during a coil embolization of an ica terminus aneurysm, the physician was advancing an optima css 4x10 through an sl-10 microcatheter. It was reported that the physician lost one to one with the coil while advancing coil into aneurysm. He noted that the coil was no longer attached to the delivery wire. He attempted to use wire to push remaining coil segment in the catheter into aneurysm. They were multiple coils deployed and detached behind a stent in this case prior to this incident. While trying to advance remaining coil out of microcatheter, the existing coil mass moved into the parent artery. The physician proceeded to deploy two more atlas stents one into mca and another into the aca to pin coil mass to sidewall. Product was prepped per the dfu. No product is available for return." Update 26nov2024 - additional information received from the issuer: "I just spoke with the physician to follow up on status of patient. Patient is reportedly doing well but still hospitalized following the elective treatment of this aneurysm.